Manufacturer narrative:
Continuation of d10: 6947 lead implanted: (B)(6) 2012, d314drg ICD implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implant, upon interrogation, poor sensing was noted on the right ventricular lead. A chest x-ray revealed that there was no slack on the lead. The patient was brought back to surgery to add slack and the numbers were good. The next day there was no capture and an x-ray revealed the whole lead was in the right atrium. The lead was explanted and replaced. It was further reported that the patient experienced "major discomfort" and that the both the rv and right atrial (ra) lead were repositioned multiple times. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow up conducted with the clinic, that there was no record of repositioning the ra lead.